Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was fully evaluated, utilizing a 3-lead ECG test cable and all testing passed successfully without any errors or faults noted. The device event log or clinical file were not available as part of the investigation. The device has been recertified for clinical use and returned to the customer. No tend identifed against sililar reports.